Event description:
It was reported to philips that the device gave a fluoroscopy generator error, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the customer contacted philips and reported that the system had generator errors during fluoro. However, after the service request was opened, the customer requested to cancel the service request as the system was not under warranty anymore. Philips has not received any additional information on the issue, troubleshooting, or its resolution. Therefore, the clinical usage of the device at the time of the event was unknown, although it was stated that the patient impact was delayed, and no harm was reported to philips. Philips did not perform any work on the system and the service order was cancelled. The codes were updated based on the investigation outcome. Evaluation method code was corrected. H3 other text : on-site evaluation cancelled; no response received for further information.